Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won¿t turn on. Upon functional testing, the fse found that the system keeps going into bios upon restart. The fse confirmed that the components in the control room touching the keyboard, causing it to go in bios. The fse re-organized cabling, so the keyboard is positioned in a place where the keys are not being touched also organized cables for wall connection box (wcb). After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.